Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 10 minutes, he obtained blood glucose readings of 180 mg/dl and 66 mg/dl on two separate contour next link meters. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link meters for evaluation. No test strips were returned. In-house testing was performed using the returned meter and in-house contour next test strips from a different lot (9gpeg09a) as the suspected lot expired in jan 2020. All readings were within acceptable ranges.